Event description:
It was reported that a balloon rupture occurred. The target lesion was non-calcified. A 10mmx3.00mm wolverine coronary cutting balloon monorail ruptured during the procedure. The device was completely removed from the patient and the procedure was completed with a non-bsc device. There were no patient complications.

Manufacturer narrative:
The 10mmx3.00mm wolverine coronary cutting balloon was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was non-calcified. A 10mmx3.00mm wolverine coronary cutting balloon monorail ruptured during the procedure. The device was completely removed from the patient and the procedure was completed with a non-bsc device. There were no patient complications.